Event description:
The customer reported that an 840 ventilator had a loss of communication between the graphic user interface (gui) central processing unit (cpu) and the breath delivery unit (bdu). The ventilator was not in use on a patient at the time the malfunction occurred.

Manufacturer narrative:
(B)(4). The cse inspected the device and replaced the graphical user interface (gui) to breath delivery (bd) cable. The unit passed extended self-testing.